Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted no anomalies were found.

Event description:
It was reported that prior to the implant procedure, the device was checked and there was reported to be "interlocks all over the screen." The implant detect was reset which did not allow the review of the key parameters. Abnormalities could not be confirmed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.